Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the therapy turned off by itself the morning of (B)(6) 2017. The patient tried using their programmer prior to the call, but it showed a question mark and phone. The patient clarified it was the poor communication screen. The patient stated they had been charging, but all the boxes were empty, and the ins was flashing 0-25%. The patient mentioned they were in pain from turning stimulation off. The caller repositioned the antenna and obtained full coupling. The patient connected with the programmer and turned stimulation back on. No further complications were reported.